Manufacturer narrative:
Results: root cause of the event could not be determined; no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusions: root cause could not be determined; unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
Following failure to cross the lesion it was reported that a resolute integrity drug-eluting stent came of the balloon (unravelled).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent dislodgement). (B)(4)